Event description:
The customer reported an intermittent loss of a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. System software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.